Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that right before a scheduled infusion of clindamycin the nurse "reached up to grab piggyback/tubing and [the] drip chamber completely pulled out of piggyback bag". A new bag of clindamycin was obtained from the pharmacy and hung with new primary and secondary tubing sets. There were no adverse effects to the patient as a result of this event.